Event description:
A (B)(6) male pt called zoll customer support to report that the belt connector on his monitor was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt was issued a replacement monitor.